Manufacturer narrative:
The customer was sent replacement tubing. The customer was contacted by a medela clinician on 05/12/2016, at which time she confirmed that she was diagnosed with thrush and was being treated with an antifungal medication prescribed by her physician. The medela clinician provided the customer with tips for sanitizing pump parts and anything else that might be exposed to the fungal spores. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: (1) lack of education/training to mothers on breast feeding and breast milk pumping; (2) insufficient guidance on breast shield sizing to prevent nipple trauma; (3) insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and (4) no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2016, the customer alleged to customer service that her pump was working fine, though she had a milk backup into the tubing. She also stated that she had thrush.